Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent up arrow button response due to a flattened button dome switch. However, the insulin pump passed the functional testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.